Manufacturer narrative:
Submission date: 28sep2021.

Event description:
The customer reported that the -v60 will not power on and battery is bad. The customer reported that the unit was not in use on patient. The customer contacted product support and reported that they took the unit to shop and verified problem, device will not power on. They tried a good battery and vent did come on. Battery is bad and the power supply is not charging. Ordering parts to repair.

Manufacturer narrative:
The power supply and blower were returned for analysis. The power supply wiring and contacts were all intact with no obvious signs of damage. The power supply was tested and failed due to an input with no output due to the fuses f1 and f2 were open. The blower was tested and failed due to the blower shaft locking up. ((B)(4)). The customer complaint was verified.

Manufacturer narrative:
Per biomedical engineer the power supply, battery and blower were replaced to address the reported issue.